Manufacturer narrative:
Unknown manufacturer: (B)(4). Medical device lot #: an invalid lot # of 0041572 was provided by the initial reporter a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified bd pen needle was unable to deliver insulin/medication. The following information was provided by the initial reporter: on (B)(6) 2020, a customer come to (B)(6) store to buy medicine, the shop assistant asked his diabetes for many years, has been playing insulin, home of disposable injection with a needle, the employee ask the customer to buy model, and then to the customer took the box of disposable injection with a needle to customers. The customer used insulin at home. The employee looked at it and found that the needle was bent. The reply was that the needle might be bent and blocked.

Manufacturer narrative:
The following fields were updated due to corrected information: d.4. Medical device lot #: 0041572 h.6. Investigation: manufacture records were reviewed, no abnormality was found. Appearance, np gap and clog test were inspected for 7pcs retention parts, all results passed. No returned samples or actual defect samples for investigation, so we can¿t perform in-depth investigation. The certain cause can¿t be concluded at the moment. H3 other text : see h.10

Event description:
It was reported that an unspecified bd pen needle was unable to deliver insulin/medication. The following information was provided by the initial reporter: on (B)(6) 2020, a customer come to pharmacy south road store to buy medicine, the shop assistant asked his diabetes for many years, has been playing insulin, home of disposable injection with a needle, the employee ask the customer to buy model, and then to the customer took the box of disposable injection with a needle to customers. The customer used insulin at home. The employee looked at it and found that the needle was bent. The reply was that the needle might be bent and blocked.